Manufacturer narrative:
No product returned.

Event description:
A company representative reported that the tulip head of a yukon oct polyaxial screw detached from the screw shank intra-operatively. The broken screw was removed and replaced with another screw of the same size. The surgery was completed successfully after a 30-minute surgical delay. No adverse consequence to the patient was reported.

Event description:
A company representative reported that the tulip head of a yukon oct polyaxial screw detached from the screw shank intra-operatively. The broken screw was removed and replaced with another screw of the same size. The surgery was completed successfully after a 30-minute surgical delay. No adverse consequence to the patient was reported.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.